Event description:
Additional information received indicated that the noise was oversensed by the device.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the lead exhibited noise. No intervention was made. There was no patient consequences.